Manufacturer narrative:
This device is used for treatment, not diagnosis. Only a portion of the plate was explanted on (B)(6) 2013. Device received for investigation. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Patient complained of pain. X-rays taken approximately 1-2 weeks prior to the (B)(6) 2013 revision surgery date. X-rays showed broken plate. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Manufacturer narrative:
This device used for treatment and not diagnosis. Implanted approximately 2007. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Two pieces of the plate were returned. The larger piece is scratched and bent with rough cuts/breaks on the ends, and the small piece may have broken off of the end of the larger piece. Without the lot number, synthes is unable to review the manufacturing records for the specific lot. The current records were reviewed and the width and material of the part were determined to be correct and within specifications. Additional dimensions could not be verified due to the damaged condition and small portion of the part returned. The duration of time that the returned plate was implanted until breakage is 5 (plus) years. The extent of the original mandible reconstruction and whether a bone graft was utilized is not known. According to the technique guide, a bone graft is required to be implanted when a mandible resection is performed. Plate fracture is possible when a plate bears the entire functional load for an extended period. Implantation of bone graft, immediately or at a later date, is necessary to support the construct. The extent that the patients co-morbidities contributed to this complaint is not known. In addition, dietary restrictions of the patient are unknown so identifying the bite forces applied to the plate is not possible. The design and risk assessment of the device was reviewed and adequately addresses the complaint event. The device met all design and manufacturing requirements.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
Synthes (B)(6) reported that a patient was implanted with a 2.4mm mandible locking plate for a mandibulectomy in 2007. The plate bridged a gap and was secured to the mandible with 2.4mm locking screws. The plate broke and protruded through the patients soft tissue, sometime within the last 12 months. Surgeon removed the broken portion of the plate on (B)(6) 2013 and left the other part of the plate attached to the condyle in place. Surgeon fixed the anterior segment with 2 x 3.0mm x 12 locking screws. The portion of the plate near the patients chin will be returned. The other portion of the plate remains implanted in the patient. The patient was noted as stable after completion of the revision surgery. This is 1 of 1 report for complaint (B)(4).